Manufacturer narrative:
Gtin/UDI number for item 11404930 lot 17055876 is (B)(4). The customer¿s report that the set leaked was confirmed. However, the leak was observed on the vinyl tubing rather than the silicone segment as reported. Visual inspection showed that the vinyl tubing had a slice cut approximately 31 inches below the lower fitment. No issues were observed on the silicone segment. Functional and pressure testing confirmed leaking from the slice cut. No leaks were observed on the silicone segment. The root cause of the reported leak was damage on the pvc tubing. The slice cuts are consistent with damage from a box cutter being used to open the package, a sharp object being used at some point during infusion to remove tape from the tubing, or tubing being jammed in the bed rail.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the silicone segment while infusing cardene at an unspecified rate. It was unknown how long the tubing has been in use at the time of the event. There was no report of patient harm or medical interventions.